Event description:
It was reported that the vns pt has been experiencing an increase in myoclonic seizures since being initially implanted. The neurologist has stated that he does not attribute the increase in seizures to the vns at this time but is still evaluating the root cause. The neurologist indicated that there have been no changes in medication. The pt's vns settings have been increased; however, the increase in settings persisted. The neurologist indicated that the pt has several co-morbidities that could be causing or contributing to the increase in seizures. Further attempts for information are in progress.